Manufacturer narrative:
Updated fields: g1 (contact person ¿ mfg site), h6 (type of investigation, investigation conclusions). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. (B)(4).

Manufacturer narrative:
(B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during iab therapy, experienced higher than normal augmentation.

Manufacturer narrative:
Updated fields: b4, b5, e3, e4, g3, g6, h2, h6 (health effect ¿ clinical code, health effect ¿ impact codes), h11. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4).

Event description:
It was reported that during iab therapy, experienced higher than normal augmentation. No patient harm or injury reported.